Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Customer's blood glucose (bg) was elevated, however a specific value was not provided. A correction bolus via the pump was administered to address bg.